Event description:
It was reported that the customer received no delivery alarms. The customer further stated that there was a crack on the casing of the insulin pump by the battery cap. The customer's blood glucose was unknown. Troubleshooting for the no delivery alarm could not be done because, the issue was not occuring at the time of the call. Advised customer to do a complete set change as soon as possible. The customer stated that the alarm was not resolved by any infusion set or reservoir change but that the issue resolved itself when the insulin pump was no longer alarming no delivery. Advised to call when the alarm occurred in order to troubleshoot. After troubleshooting for the case crack, advised customer that the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.